Manufacturer narrative:
The reported reader have been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and minor usb port damage was observed but the port was functioning as intended. Control solution testing has been performed and all results were within range specification. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An email complaint was received in which a high ketone result was reported with the abbott diabetes care (adc) device. The customer reported receiving a reading of "1.3" on their adc device compared to "0.5" on the healthcare professional (hcp) meter reading. The customer was taken to the a&e (accident and emergency) and received an unspecified treatment from the hcp. No further treatment or information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The product has been requested back for an investigation. At this time product has not yet been returned and a valid strip lot number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An email complaint was received in which a high ketone result was reported with the abbott diabetes care (adc) device. The customer reported receiving a reading of "1.3" on their adc device compared to "0.5" on the healthcare professional (hcp) meter reading. The customer was taken to the a&e (accident and emergency) and received an unspecified treatment from the hcp. No further treatment or information was reported. There was no report of death or permanent impairment associated with this event.